Event description:
A peritoneal dialysis registered nurse (pdrn) reported to (B)(6) customer support that the patient had a fungal infection. The patient had been in the hospital from (B)(6) 2025 through (B)(6) 2025. The patient's pd catheter (not a (B)(6) product) was removed due to the fungal infections being at the catheter port. Attempts to obtain additional information were unsuccessful. The information provided by the pdrn suggests the patient had a pd catheter infection. ¿catheter-related infections are a major predisposing factor in pd-related peritonitis. They include exit site infections as well as tunnel infections, and the primary objective of preventing and treating catheter-related infections is to prevent peritonitis.¿ there is no indication of a serious injury, patient death, or other adverse event related to a (B)(6) product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction related to this event. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)